Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a (B)(6) blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cramping, which warranted antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the pdrn reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient. Additionally, the patient continues to utilize the same liberty select cycler at home without any reported issue(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: e.1.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Correction: the g3 date was inadvertently reported on the initial MDR as 02/13/2022, however the g3 date should have been 02/07/2022.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.